Event description:
It was reported that during a procedure, the screw was inserted into the plate and was discovered to be defective as the head broke off upon use of the screwdriver. The remaining screw was drilled out and hence destroyed. There was no debris found in the surrounding wound or surgical field. The other screws that was used seemed fine. There was no reported patient or user harm. There was a twenty minute surgical delay.

Manufacturer narrative:
PRODUCT COMPLAINT #(b)(4).This report is being submitted pursuant to the provisions of 21 CFR, Part 803 (and/or Part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by DePuy Synthes, or its employees that the report constitutes an admission that the product, DePuy Synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.Additional Narrative:D4: UDI: As the lot number for the device involved in the event was not provided, the full UDI is currently not available.